Event description:
It was reported that a user experienced a high blood glucose reading of 314 mg/dl after receiving a cortisone injection while using the ilet system, and the pump¿s correction algorithm addressed the elevation with glucose values returning to range. Customer care provided support that included agent review of device performance and user education that the automated correction algorithm would manage the hyperglycemia. Investigation of this case revealed no device malfunction and that the event was consistent with glucocorticoid-associated hyperglycemia corrected by the system. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.